Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as personal negligence at the end of therapy. It was not reported if the patient was hospitalized. Treatment for the events was not reported. On an unreported date, the patient was recovered without any issues. Extraneal therapy was discontinued. It was not reported if the patient was retrained in aseptic technique. No additional information is available.